Event description:
During a colon resection when the anastomosis was created between the ileum and ascending colon using end to end anastomosis the gia stapler did not fire properly and sewing by hand was necessary. The colon was torn by the blade.